Manufacturer narrative:
Device returned to manufacturer. However, device evaluation has not yet begun.

Event description:
The manufacturer richard wolf gmbh has issued an advisory notice (fsca700020652 / notification #: (B)(4) ) regarding flex. Grasp. Forceps not functioning properly. The users are having difficulty in opening and closing the graspers. The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a flex. Grasp. Forceps 5fr wl 550mm, part ID: 828.051, batch # 4500353558. The complainant called about the forceps notification and checked the devices they had. She found that 828.051 device had trouble opening. The device jaw will not open slowly/smoothly when at an angle. She described it as "feeling the forceps catch". The complainant stated that the device was not being used for a procedure. It was checked only because of the fsca700020652 notice. Rwgmbh has verified that part ID: 828.051, batch # 4500353558 is affected by the fsca700020652 notice. Therefore, an MDR report is being submitted.